Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. Most recent battery voltage was 2.6267 volts on (B)(6) 2106. Elective replacement indicator (eri) had not been triggered. No patient alerts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.